Event description:
The device lost battery power during a code situation. No further details are known at this time. There was no report that the pt was adversely affected as a result of the associated incident.